Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had a voltage of 2.52v and charge times of 31.7 seconds. As a result, end of life (eol) was declared. No allegations were reported towards the device function and no adverse patient effects were reported.

Manufacturer narrative:
The patient was to be scheduled for a device replacement. The patient had reported over 1.5 years later that this device was explanted as it was defective. To date this device has not been returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.